Manufacturer narrative:
510k: k931994/ k931995. During evaluation, the following were found: the cap and the spring shell were damaged and the sealing ring was aged. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, inner sheath, for 26 fr. Outer sheath, to the olympus service center. Upon inspection and testing of the returned device, it was observed that ceramic head was damaged. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the user. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use: warning. Infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing. Inspecting the product. Visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end. Before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. ¿damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.